Event description:
The manufacturer received information that on 10 may 2025, a trilogy evo ventilator turned off by itself while providing mechanical ventilation to the patient. There was no harm or injury reported. The reporter stated there was no impact to the patient because the device was restarted right away when the issue occurred and it turned right back on resolving the issue. It was reported the issue did not recur after that. The device has not been returned for device evaluation at this time.